Manufacturer narrative:
(B)(4).

Event description:
The customer reports: patient with tissue perfusion data, is found with aminergic support, however, at the time of administration, cephalic and dysfunctional catheter is found, there is no passage of solution. A new catheter is placed to continue with the treatment.

Manufacturer narrative:
(B)(4). Date of this report corrected to 12/11/2018.

Event description:
The customer reports: patient with tissue perfusion data, is found with aminergic support, however, at the time of administration, cephalic and dysfunctional catheter is found, there is no passage of solution. A new catheter is placed to continue with the treatment.

Event description:
The customer reports: patient with tissue perfusion data, is found with aminergic support, however, at the time of administration, cephalic and dysfunctional catheter is found, there is no passage of solution. A new catheter is placed to continue with the treatment.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.